Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead fractured and exhibited loss of capture at 7.5 v and impedance greater than 2500 ohms in both the unipolar and bipolar configurations. The lead was replaced.